Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the imaging system on-site. The x-stage cover was bent, not allowing the gantry to extend fully. Straightened the x-stage cover and invalidated home. The system is now up and running as intended. No parts were replaced. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that the imaging system was unable to dock because the x-stage cover was bent. There was no patient present when this issue was identified. No additional details were provided.